Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected low battery or off no power alarms noted. Insulin pump passed the rewind basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery and alarm error confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners.

Event description:
Customer reported that the insulin pump alarmed off no power. Customer stated that they did not receive a low battery alert prior to the off no power alert. Several error alarms were noted in the alarm history including a motor error alarm. Customer also stated that they use the sensor feature on the insulin pump and are unable to rewind the device. Customer's blood glucose reading at the time of the call was 223 mg/dl. No further information reported.